Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Event description:
It was reported that the customer had blood glucose levels that rose to 546mg/dl. Troubleshooting was declined. Customer requested insulin pump be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.